Manufacturer narrative:
A specific root cause was not identified. Calibration signals from (B)(6) 2017 were within expectations. Quality control results from the day of the event were within the acceptable ranges with a trend towards low recoveries with 1 result outside the acceptable range, however, this is not a root cause for the erroneous low result. A general reagent issue is not suspected. The customer uses a centrifugation time of 10 minutes at 3000 g; this is not the recommended time. The recommended centrifugation time is 10 minutes at 1300-2000 or 5 minutes at 3000 g. During a review of the alarm trace, a "sample lld malfunction during movement" alarm occurred close to the time of the erroneous low result. This alarm is related to an issue with the sample or the sample probe. Since the customer is not using rack adapters with their 13 mm sample tubes, this may be a possible root cause. Improper pre-analytical conditions (centrifgation time) could lead to an issue with sample quality which may also be a root cause. An additional possible root cause may be related to insufficient maintenance.

Manufacturer narrative:
The customer used a 13 mm sample tube for the initial result. A rack adapter was not used. The patient was being tested to determine whether she was pregnant or not. The last preventive maintenance was performed on (B)(6) 2017. The customer stated liquid flow cleaning is performed on a regular basis.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The erroneous result was not reported outside of the laboratory. The initial hcg + b result was 1.58 miu/ml. The sample was repeated and the result was 1337 miu/ml with a data flag. The repeat result was more realistic for the patient¿s clinical picture. The sample was repeated twice in hitachi cups with results of 1329 miu/ml with a data flag and 1328 miu/ml with a data flag. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 240444. The expiration date was not provided. The customer checked the instrument and pinch valve tubes were not broken and the sample/reagent probe voltage monitor produced correct results. The measuring cell was fairly new at 11000 measurements. Liquid flow cleaning was last performed on 08/04/2017.